Event description:
Spontaneous report patient reported that for the past couple months she has had issues with the q style vial adapters. She reported that she will put it on her veletri bottle but it won't allow her to insert any diluent or draw anything up after mixing. Patient confirmed when she is able to, she does pressurize the vial but that the adapters don't allow her to even put anything into the vial. She said that this happens every 1-2 weeks. The last 2 vial adapters that she had issues with were lot #1167113. Patient does not know the lot number of the previous adapters that gave her problems. There was no interruption in treatment due to this issue. No side effects due to this product complaint start date unknown. No other information known. Unknown if device is available for return. Reported to (B)(6) by: patient/caregiver.